Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was clarified that the previously report of the stimulator not working was that it was unable to charge. A part was ordered so that the unit could be charged. No patient symptoms resulted from this event, and it was noted that the event was ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751 serial# (B)(4) product type: recharger. Product ID: 37761, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The event was resolved on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot/serial#: (B)(4), product type: recharger. Product ID: 37761, lot/serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative (rep). It was reported that the desktop charger (dtc) connector pin was broken and was stuck in the ins recharger (insr). A replacement dtc and insr were sent. Additional information was received from healthcare professional of a clinical study reporting that stimulator was not working, unable to charge and part was needed for charging. The part was ordered. Additional information was received from the health care provider of a clinical study reporting that the event resulted in an unscheduled clinic or office visit. Etiology indicated the relationship of the event to the device or therapy as related, specifically to poor coupling, but unlikely related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.